Event description:
A 61-year-old male underwent elective impella 5.5 support via the right axillary/subclavian artery. The patient's pre-support clinical condition was reported as society for cardiovascular angiography and interventions (scai) stage c shock. The patient was receiving concurrent right ventricular assist device with an oxygenator oxyrvad support. During support, the intensive care unit nurse reported position-related alarms, including "position unknown" followed by an "impella in aorta" alarm. The treating physician and on-call impella clinical consultant were notified. The patient had demonstrated intermittent low pulsatility for several days postoperatively. The cardiothoracic surgeon was advised to verify device position by transthoracic echocardiogram (tte) to assess the validity of the controller alarms. Prior to tte evaluation, the cardiothoracic surgeon elected to retract the impella 5.5 into the axillary conduit while maintaining oxyrvad flows at 5 l/min. Following device retraction, the patient's hemodynamic status reportedly declined. The cardiothoracic surgeon subsequently directed that the impella 5.5 be turned off and explanted. Following explant, the patient continued to receive inotropic therapy and oxyrvad support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.